Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 479 mg/dl at the time of incident. Troubleshooting was done for failed battery but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer declined to troubleshoot for high blood glucose. Customer was advised that a battery cap would be provided to her. No further information was given.